Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. It was reported that a CT was performed approximately 1 year later, where a type 1b endoleak was observed. As per the physician, cause of the event was patient's anatomy due to a narrow and calcified distal seal zone. No additional clinical sequalae were reported and the patient will be monitored.